Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. In addition four channels were reported to be extra-cochlea at the time of explantation. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The child stopped showing good reactions on the hearing benefit with the device. The recipient has been re-implanted.

Event description:
The child stopped showing good reactions on the hearing benefit with the device. A CT has been scheduled. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.